Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was discovered during setup. The patient was not connected for therapy at the time of this event. During setup, it was discovered that there was solution underneath the homechoice as there was leak from the disposable cassette set from an unspecified location. The caregiver removed all the supplies and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.